Event description:
The patient was undergoing a thrombectomy procedure to treat an occluded stent in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician completed two passes in the target vessel. Subsequently, while retracting the cat7 out of the patient, the physician experienced resistance and felt that the cat7 broke inside the sheath. Upon removal, it was noticed that the tip of the cat7 was not attached. Therefore, the physician removed the tip of the cat7 by pulling the sheath out. It was reported that the physician applied excess torque in the chronic clot on the cat7 inside the stent. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.